Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that following a surgical procedure in which the system was not placed into surgery mode, the ipg became inoperable. Troubleshooting was unable to resolve the issue. As a result, surgery occurred to explant and replace the ipg, which resolved the issue. The patient also had high impedances and auto-reducing therapy, documented in the following (related manufacturer reference numbers): 1627487-2020-24090, 1627487-2020-24091.